Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 20543179.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced moderate delirium the day after the lead implant procedure. The patient was treated with oxygen therapy and the event resolved. The physician assessed the event as related to the procedure and not related to the device or stimulation. Analysis of the devices were not conducted in our laboratory, as they remain implanted and in use in the patient.